Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed at least 11 applications were performed with a non-returned balloon catheter afapro28 with lot number 38312 without any issue on the date of the event. A clinical issue (phrenic nerve palsy (pnp)) which later resolved, was encountered during the procedure and the case was aborted while the patient was under general anesthesia the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. There is no indication of relation of adverse event to the performance of the cryo device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed. The procedure was aborted while the patient was under general anesthesia. The patient recovered and there was no hospital stay extension. No further patient complications have been reported as a result of this event.